Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported issue was unable to be duplicated. The pump was slightly over delivering but within the published +/-6% specification. Fluid ingressions were found on the pump by the chassis base of the expulsor and occlusion sensors. It is possible that fluid ingressions caused damage to the pump's expulsor gasket which caused the issue. Also, due to the pump's expulsor being previously trimmed it was recommend that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +8.0% and the serial plate was damaged. The issue was discovered during testing and there was no patient involvement.